Event description:
The patient's mother reported that on (B)(6) 2014, the patient did not seem to be hearing very well with the right cochlear implant. There were no reports of head injuries or illness. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.